Event description:
It was reported that the 16 fr foley catheter was found to be leaking while doing 2000 assessment. Upon further assessment, there was a small pinhole defect in the foley catheter tubing which caused all of the fluid rom the balloon leak out. The foley was pulled out and needed to be replaced. The foley catheter was discarded before a lot # could be obtained. Per follow up information received via email on 04mar2025, stated that there was no patient harm. A new foley was obtained and placed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this potential failure mode could be poor precaution of the potential failure. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 16 fr foley catheter was found to be leaking while doing 2000 assessment. Upon further assessment, there was a small pinhole defect in the foley catheter tubing which caused all of the fluid rom the balloon leak out. The foley was pulled out and needed to be replaced. The foley catheter was discarded before a lot # could be obtained.